Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm 10bag 500 wal experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: material no: 328506 batch no: 8351653. Verbatim: syringe 1ml 8mm 31g on a few syringes plunger hard to press out insulin also at times gets tiny air bubble when drawing up insulin. Sometimes places 1-2 units of extra air in vial. Long time user never saw this before this box and another box.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351653. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1.0 ml 31ga 8 mm 10bag 500 wal experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: material no: 328506, batch no: 8351653. Verbatim: syringe 1 ml 8 mm 31g on a few syringes plunger hard to press out insulin also at times gets tiny air bubble when drawing up insulin. Sometimes places 1-2 units of extra air in vial. Long time user never saw this before this box and another box.